Event description:
A reporter called lifescan on behalf of the pt and alleged that one touch basic enhanced meter was displaying not ok. The medical affairs specialist contacted the reporter to confirm the info. The pt was disoriented and had a high fever the day of concern. There was no attempt to use the meter that day. The meter first displayed not ok 4 days previously and had not been used since. The reporter attempted to treat the pt with orange juice. After a couple of hours the pt was not getting any better and their fever were higher, so an ambulance was called. The pt's blood glucose on an unknown meter was 300 mg/dl and they were given insulin. The pt was admitted to the hosp. The pt has been in the hosptial for 6 days, diagnosis is pneumonia, and they will be discharged tomorrow. Based on the information obtained from the reporter there is indication the product malfunctioned due to the message, however no indication the product led to the adverse event. No attempt to use the meter and a diagnosis of pneumonia. The meter and test strips were replaced and returned expected.